Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion message. It was noted that the patient started radiation treatment. Engineering analysis of device memory noted the presence of extensive magnet applications that resulted in a temporary drop in battery voltage. Further analysis noted that the battery status has since been recovering in the absence of the magnet applications. No adverse patient effects were reported. This device remains in service.